Event description:
Rn attempted to change pca vial. Removed vial from pump. Removed empty vial, placed new vial and screwed plastic injector onto vial. Unable to re-attach tubing to injector. New tubing placed on pump in order to deliver medication.